Event description:
During ptca/rotoblator procedure the circumflex marginal wire was severed in the artery by the burr, causing perforation of the artery. Iabp was inserted, atropine was administered for bradycardia and the pt underwent an emergent cabgx2 and removal of broken wire.